Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t2 did not ¿trigger¿. The t1 was successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device shows t1 is missing from the device. The suture appears to have been cut above t1. The needle is contaminated with what appears to be human matter. The matter is hardened and has filled the needle cavity/railgap. Functional assessment of the device found advancement of the trigger to be difficult however t2 was able to be deployed. The distal end of the depth limiter is damaged, a condition consistent with over penetration. It appears that the needle became obstructed during use making trigger advancement difficult. After the evaluation, the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.